Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. To date, the patient is doing fine. A new crown was re-cemented using a different product, without further incident. The product was not returned; therefore, an adhesive strength test of the retain sample was evaluated, yeilding within specifications. A DHR review revealed that the product was released within specification and acceptable parameters. In additon, no similar complaints were received with regard to this lot.

Manufacturer narrative:
An 'adhesive strength test' of the returned product was evaluated, yielding results within specifications.

Event description:
A doctor alleged that after the placement of crowns with nx3 clear dual cure cement, ten (10) patients experienced the debonding of restorations.this is the tenth of ten (10) reports.